Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the vso was causing the l3-021 error. They also found the u-handle was bent and the main housing and bezel was cracked. To correct the customer's complaint, the analysis site replaced the vso, u-handle, main housing and the bezel. The device history record has been reviewed and has passed qa inspection. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to a breast biopsy procedure, it is impossible to operate the control module due to error code l3-021. Another like device was used to complete the procedure. There was no pt consequence.